Manufacturer narrative:
The complaint product was not returned for evaluation at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed.

Event description:
A report was received from a sales representative on (B)(6) 2015 an eye care provider treated a (B)(6) male who presented to the office after experiencing ocular irritation and mucus discharge during contact lens use. The consumer was diagnosed with a corneal ulcer. On (B)(6) 2015 the consumer returned to the doctor and was prescribed bestron , levofloxacin, and flumetholon (ten days' treatment prescribed; regimen not specified). The event was unresolved at the time of the initial report. Additional information received from the eye care provider's office on 11/12/2015 reported that the consumer does not wash his hands while handling the contact lenses. The symptoms began on (B)(6) 2015 one day before presenting for treatment. The event occurred in the left eye (os) and the diagnosis was a corneal ulcer with a corneal bedewing (iritis). At a follow up visit on (B)(6) 2015 the symptoms had resolved with the exception of the bedewing (iritis). The consumer had another follow up on (B)(6) 2015 at which all symptoms were reported to have resolved with the exception of a corneal leukoma (corneal haze). Follow up is in progress.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Event description:
Additional information was received from the sales representative on 12/01/2015 which states that the ophthalmologist has confirmed the consumer has resolved from the event and the last follow-up visit was on (B)(6) 2015.